Event description:
It was reported that the rep was having difficulty maintaining rf telemetry. The device was interrogated while still in the box and still could not maintain rf telemetry. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of telemetry anomaly was confirmed in the laboratory. The device was tested on the bench and no communication could be established via rf telemetry. It was believed that data was corrupted somewhere between the tx buffer in xena ic and mics chip. Telemetry functioned normally after power reconnected via inductive telemetry. The root cause of the reported field event was undetermined.